Event description:
The customer called to report that they were hospitalized for dka. The customer still was in the hosptial at the time of call. The customer is back up on the pump. It was stated that the programming on the pump is ok. The pump passed all the functional testing. The customer indicated that they do not prime to fill the cannula. Advised the customer to change the set and the reservoir.